Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0psrb, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4)

Event description:
A heath care provider reported that the patient had a loss of therapy. The patient had occasionally episodes with severe dystonia and need to be control with medication. The patient had these episodes before with loss of therapy. The returned of dystonia symptom was considered gradual. This had been gradual progression since (B)(6) and became worse and patient was admitted to the hospital on the day of report. They wanted to rule out the ins( implantable neurostimulator) issue. They indicated early on that the ins was not working. It was also noted that usage of ins was 100%, the ins was implanted in 2014 and current ins voltage read 2.67v. The patient was programmed on c+,0,1 with electrode measurement c0= 1584, c1=1325, c2=2169, c3=3650 and they wanted to review values. The indications for use for this patient were dystonia and movement disorder. No interventions or outcome were re ported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent